Manufacturer narrative:
(B)(4). A follow up MDR will be submitted following the plant's evaluation.

Event description:
A peritoneal dialysis (pd) patient reported finding a leak during treatment. The cycler had alarmed and she cancelled treatment. When she checked she found fluid leaking from the cassette. She also reported that she had left the end cap on the drain line by mistake. The set was discarded. During follow up the patient's pd nurse reported the patient did not have any adverse events associated with this leak event. She was not prescribed antibiotics for this event.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.